Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, cervical dysplasia, premenopause, keratitis (she probably has chronic inflammation of both cornea.), smoker and nabothian cyst. Concurrent conditions included tenderness eye, adenomyoma and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2003 for contraception as well as paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain and hypersensitivity had resolved and the depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted hsg result mentioned and event reported device monitoring procedure not performed. She received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Events added- general abnormal bleeding, abdominal pain and allergy: other were added. Event clubbed: psychological or psychiatric problems condition: depression/psych injury. Event outcome updated for: physical pain/pelvic pain/chronic. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, cervical dysplasia, premenopause, keratitis (she probably has chronic inflammation of both cornea.), smoker and nabothian cyst. Concurrent conditions included tenderness eye, adenomyoma and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (depo provera) from july 2003 to october 2003 for contraception as well as nsaids since july 2003 and paracetamol (acetaminophen) since july 2003. On (B)(6) 2003, the patient had essure (ess205) inserted. In august 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), dermatitis allergic ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, hypersensitivity and dermatitis allergic had resolved and the depression, anxiety, nausea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted hsg result mentioned and event reported device monitoring procedure not performed. She received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Essure confirmation test:- no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Events "dermatitis allergic, and post procedural complication¿ was added. Events¿ pelvic pain, dysmenorrhea and menorrhagia¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test". The patient's medical history included tobacco user, cervical dysplasia, premenopause, keratitis (she probably has chronic inflammation of both cornea.), smoker and nabothian cyst. Concurrent conditions included tenderness eye, adenomyoma and metaplasia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2003 to (B)(6) 2003 for contraception as well as paracetamol (acetaminofen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and mr received. New reporter, patient demographic, concomitant medication, essure indication, start stop date update and events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, nausea, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) and plaintiff did not undergo an essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.